Manufacturer narrative:
D9: date returned to mfg.: 4/18/2024. H3 and h6. Evaluation codes: updated. One device was received. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing was unable to confirm/duplicate the complaint. It is presumed that due to o-ring material/hardness of input manifold, inspiration and exhalation did not switch, and oxygen gas continued to come out of the outlet of main unit. The input manifold assembly was replaced as a preventive measure. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was continuous flow. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown. Year and month are known. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.